Event description:
Additional information received reported there were no additional diagnostics performed. It was reported no malfunctions were seen and no interventions were taken.

Event description:
The caller reports stimulation is intermittent. The patient indicated that initially they had good stimulation after implant, but it has changed so that it feels as though it's cycling on and off. It was reported they estimate it's on approximately (B)(6) of the time and off the remaining time. It was reported the patient¿s stimulation also feels different now, than it did right after implant. The stimulation turning off sensation can occur with movement or when he's sitting still. It was reported the patient¿s background is in aeronautical engineering and thinks that the implantable neurostimulator (ins) is not functioning properly. It was reported the manufacturer representative did not look at diary information so it was unclear what the stimulation usage shows. It was reported the manufacturer representative has an appointment with the patient on (B)(6) 2012 and will plan to collect mdt file at that time and send to me. Additional information received reported the impedances were checked on (B)(6) 2012 and were all within range. It was reported that no malfunction was noted at the time of report. It was noted the patient was still receiving therapy and no device was available. Spoke with (B)(6) (rep) on (B)(6) and provided the following recommendations around trying to address complaint and/or capture nature of complaint. These ideas were suggested by (B)(6). A physician mode reset (pmr) power on reset (por) reset of the implantable neurostimulator (ins). If the prm por does not work, try programming the patient¿s ins to cycle at roughly the rate and duty cycle he¿s feeling with paresthesia (0.8 seconds on, 0.2 seconds off). Have the patient compare for us the sensation of actual cycling with the pulsing paresthesia he¿s been experiencing. Have the patient try to pick up the stimulation output noise on an am radio tuned to a dead space. Or, if he has access to it, an ECG or eeg recording. This will tell us if there is an actual variance in stimulation output when he feels the pulsing. If pulsing is detected, we¿d appreciate getting an audio recording of the am radio or a strip chart of the ECG/eeg. Had teleconference between mr. (B)(6), (B)(6) (cs) , (B)(6) (ts) and (B)(6) of rse. Reviewed the troubleshooting that had been done and that patient's sensation that the ins was cycling somehow was not validated by the mdt file that was analyzed, nor the am radio test. Turning stimulation off for periods of time does not make the sensation go away. Doing a prm does not change the sensation either. Programming in different areas of the lead does not change the sensation either. (B)(6)discussed at length some of the design aspects of the ins and how it manages output and programming. The patient was content with the explanation and we reviewed that this may be a physiological sensation that occurs due to lead location. We discussed the potential for lead migration. (B)(6) will consult with (B)(6) and get his opinion about this scenario. Below is information that can be forwarded to the patient regarding our follow-up with manufacturer¿s neurologist medical advisor. The manufacturer¿s medical advisor did not know of any specific medical condition that could be causing this reaction to spinal cord stimulator (scs). When it comes to anomalous physical sensations in scs, one has to determine whether the cause is a device issue, a medical issue, or even psychosomatic. The manufacturer is understandably strictly limited to investigating the first item, i.e., whether a device failure is causing the problem. Beyond that, it would be inappropriate for the manufacturer to provide any medical judgments. In reviewing the investigation of this issue, the medical advisor agreed that the sensation is most likely not being caused by a device failure;the ins system appears to be behaving as designed. If postural changes had affected the pulsation sensation, which it did not, then further consideration of exactly how the issue was related to stimulations output or if it was related to lead movement within the epidural space may have been warranted. The medical advisor suggested that the patient¿s physician verifies the lead position has not migrated since implant. I mentioned that they had done this, at least so far as verifying there was no apparent superior/inferior migration. Although, the patient did state that they couldn¿t confirm whether there was lateral/medial migration using the (B)(6), 2011 chest x-ray. Given the investigation results and the present knowledge of the situation, surgical revision is not advised, as there has been no confirmation of a device fault, nor that a revision would improve the patient situation. (B)(6) was reported the problem that was previously reported ¿several years ago¿ still remains. It was noted there was a ¿dropping of stimulation concurrent to arterial pulse peak¿. It was reported that four months prior, the patient began to notice an alternating stop/re-start of stimulation as they alternated steps during walking. It was reported the patient palpated the pocket and found through trial and error the stimulation would either increase or stop if the pressed on the implantable pulse generator (ipg). It was reported there was no pattern when palpating the ipg. It was noted that the stimulation was not uncomfortable or not providing relief but that it is just very noticeable and makes them constantly aware of the stimulator, thus distracting them from their daily activities. It was noted that several impedance measurements had been taken and everything came back as normal. It was noted that the device was reprogrammed but did not notice any immediate improvement with the problem. It was reported the patient was experiencing intermittent stimulation, loss of stimulation/therapeutic effect and overstimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).